Manufacturer narrative:
No sample handling issues were identified during a review of the pre-analytical data. A general issue with the instrument and the assay can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 132.5 miu/ml. The physician questioned the initial result. On (B)(6) 2024 the original sample was then repeated and the repeat result was (B)(4) miu/ml. Reportedly, an amended report with the result of (B)(4) miu/ml was issued.

Manufacturer narrative:
The hcg+b reagent lot number was 768078. The expiration date was not provided. Calibration and qc were acceptable prior to the event. The investigation is ongoing.